Manufacturer narrative:
If additional information or evaluation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with vega gliding surface. The surgeon was trying to complete surgery by implanting the pe gliding surface, and was unsuccessful at seating the implant. According to the surgeon, the posterior lateral dovetail would not engage the tibial baseplate completely and he could not get proper insertion. After trying several times, a second implant was opened and seated immediately. Total knee arthropasty was the type of procedure and indication. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore a investigation of the device itself was not possible. Batch history review: the lot number of the leading component is unknown. Conclusion and measures: on the basis of the current information and without a product for investigation, a clear conclusion cannot be drawn.

Event description:
Additional information was received: it was noted that the original surgery may have possibly occurred in mexico and may have been an emotion knee. The knee implant was revised using maxx orthopedic revision knee and the outcome according to the physician was favorable with no adverse reaction to the patient. Involved components: nx011z - as vega ps femoral comp. Cemented f5n l - lot: 52534959.